Manufacturer narrative:
At this time, the device remains in service. Additional information was requested; however, no information was available. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an out of range shock impedance measurement. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information received reported that this patient had a ventricular tachycardia (vt) storm, for which they received several bursts of anti-tachycardia pacing (atp) and shocks. The last shock exhibited a shock impedance measurement of greater than 125 ohms. Additionally, the device recorded a code 1005 which is indicative of an open circuit condition was detected during shock delivery. A non-invasive programmed stimulation (nips) was performed which revealed a shock impedance measurement of 80 ohms. No further actions had been planned at that time. No additional adverse patient effects were reported. The device remains in service.